Event description:
It was reported that the bd syringe plastipak 5ml s/su contained foreign matter. The following was provided by the initial reporter translated from portuguese to english. " plastipak syringe 5ml with liquid inside."

Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Initial reported name and phone updated. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
No additional information.